Event description:
It was reported that the patient's ipg was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated hip replacement surgery on (B)(6) 2021. Surgery mode was not turned on prior to the procedure. Following the procedure, the ipg would not communicate with external devices. Surgical intervention is expected to resolve the issue.